Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic with an exposed stitch at the implant site, device interrogation revealed multiple episodes of auto mode switch due to noise on the atrial lead. The noise was reproducible with isometric exercise. No intervention was performed or planned. The patient was stable and will continue to be monitored.